Manufacturer narrative:
Based on the clinical evaluation, the reported device migration was confirmed. It was also found in the review that a type ib endoleak was confirmed. It was also found in the review that a type ib endoleak was present. A mfg record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a manufacturing or design related issue or root cause could not be identified based upon the available info.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that the left limb extension had moved into the iliac aneurysm sac, and the physician elected to implant two infrarenal aortic extensions.. The patient is reported to be well.